Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent deployed prematurely. The target lesion was located in the superficial femoral artery (sfa). A 5 x 200 x 130 innova stent was advanced to treat the lesion. However, upon deployment using the thumbwheel, the stent started to flower but would not completely deploy. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.